Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Initial reporter information: unknown. Engineering evaluation: the fractured humeral liner impactor tip in the photograph appears consistent with a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture of the device. Based upon the reported lot number, this device was manufactured after design changes to increase thickness and modify the connection feature dimensions. Most likely underlying cause: based on previous similar investigations, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction which led to crack initiation, propagation, and ultimate fracture of the device. Due to a trend of the recent complaints having a higher occurrence rate in the korean market, [CAPA] were established to investigate any additional potential cause of the higher occurrence rate in this specific market.root cause: the sterilization of these instruments exceeds the recommended parameters lister in the reprocessing instructions. The material degradation from sterilization of these instruments beyond our recommended procedure has likely led to the observed failures. Sales representatives from korea were notified to follow reprocessing instructions. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Follow device reprocessing instructions. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The humeral liner impactor tip 38mm was broken during impaction. "There were no pieces left in the patient" there was no delay to the surgery. The surgery was completed with no consequences to the patient. The patient is fine. The representative was present at the time of the surgery. Attempts were made to request additional information from the rep and a response was received with no additional information. There is no other information about the event/patient/device from the contact.